Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Event description:
Device device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on posterior and yellow particles inner the shell. Leak test and microscopic analysis was performed which identified, sharp opening on patch bond edge. And observed, void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on patch bond edge assessed, as an unidentified (tear) opening.